Event description:
The customer reported to the philips response center (rc) that upon power on the device displayed defib failure - cycle power and the error code 10003 and then halted operation. There was no patient involvement.